Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection" which is addressed in the product labeling and risk documentation. 'Adverse event related to patient condition' was selected for the allegation of "healing, impaired". The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the implant site. The patient had their device removed and were hospitalized with four antibiotics. The patient is also diabetic, and their blood sugars were high, which contributed to their wound not healing properly. The patient finished their antibiotics and now has a wound vac and is seeing a wound care md and nurse. The patient has a follow-up with the implanting physician and also has a wound care follow-up. The patient has no plans to re-implant the device. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the implant site. The patient had their device removed and were hospitalized with four antibiotics. The patient is also diabetic, and their blood sugars were high, which contributed to their wound not healing properly. The patient finished their antibiotics and now has a wound vac and is seeing a wound care md and nurse. The patient has a follow-up with the implanting physician and also has a wound care follow-up. The patient has no plans to re-implant the device. There were no other issues or complications reported.